Event description:
It was reported to medtronic minimed that the customer experienced physical damage to the inpen, specifically the glass coming off from the view window and the dial being wobbly. The customer reported no adverse event. The event involved product(s) mmt-105elgyna. Troubleshooting was performed and the customer was instructed to discontinue use of the inpen and revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the inpen. Mmt-105elgyna was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Per visual inspection: no physical damage to cartridge holder or inpen back shell was noted. Cartrridge holder locks properly in place. Front shell does not fit securely to inpen. Inpen pocket clip is broken. No damage to the dosing window was noted. Unit did pair successfully to commercial app. Inpen failed dialing alignment. The zero tick mark dose not align in the gage window when dialed to 16u. Unable to perform baseline and wireless functionality and displacement dose accuracy due to dial misalignment. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen failed dialing alignment inspection. Therefore, dial misalignment was confirmed. No damage to the dosing window was noted, a missing dosing window was not noted. Therefore, the customer's concern for missing dosing window/damage to dosing window was not confirmed. Inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Broken pocket clip was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.